Event description:
It was reported that this patient felt diaphragmatic stimulation. Upon device check of this pacemaker system in clinic, it was discovered that the right ventricular (rv) lead pacing impedance (pli) measurements of this rv lead was greater than 3000 ohms which resulted in a lead safety switch (lss) to unipolar configuration. It was noted that there was noise but no pacing inhibition on the presenting electrogram (egm). There was loss of capture (loc) confirmed by charge test by a health care professional (hcp). Technical services (ts) recommended external pacing system since patient is pacing dependent. A revision procedure was performed where this rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient felt diaphragmatic stimulation. Upon device check of this pacemaker system in clinic, it was discovered that the right ventricular (rv) lead pacing impedance (pli) measurements of this rv lead was greater than 3000 ohms which resulted in a lead safety switch (lss) to unipolar configuration. It was noted that there was noise but no pacing inhibition on the presenting electrogram (egm). There was loss of capture (loc) confirmed by charge test by a health care professional (hcp). Technical services (ts) recommended external pacing system since patient is pacing dependent. A revision procedure was performed where this rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. According to additional information, this lead had perforated through the pericardium into the left ventricular (lv) interior chest wall which was confirmed by chest x-ray. This resulted in pneumothorax which required a chest tube to resolve. No additional adverse patient effects were reported.

Event description:
It was reported that this patient felt diaphragmatic stimulation. Upon device check of this pacemaker system in clinic, it was discovered that the right ventricular (rv) lead pacing impedance (pli) measurements of this rv lead was greater than 3000 ohms which resulted in a lead safety switch (lss) to unipolar configuration. It was noted that there was noise but no pacing inhibition on the presenting electrogram (egm). There was loss of capture (loc) confirmed by charge test by a health care professional (hcp). Technical services (ts) recommended external pacing system since patient is pacing dependent. A revision procedure was performed where this rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. According to additional information, this lead had perforated through the pericardium into the left ventricular (lv) interior chest wall which was confirmed by chest x-ray. This resulted in pneumothorax which required a chest tube to resolve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.